Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked battery tube thread, cracked case near display window corner and cracked case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump has a cracked case and screen. It was stated that the customer was exercising and accidentally dropped the device. Customer is unable to read the display. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.